Event description:
The user facility reported they have experienced power cord fires due to exposed wires on spirit beds. The customer did not specify the number of units affected. No injuries to patients or users were reported.

Manufacturer narrative:
After investigation, the cause for the exposed bare wires was a broken/damaged power cord sheathing. It was identified that this was likely the result of cord management causing pinch points in the cord.

Event description:
The user facility reported they have experienced power cord fires due to exposed wires on spirit beds. The customer did not specify the number of units affected. No injuries to patients or users were reported.